Event description:
It was reported that after a 2.5x28 xience v was unable to cross the predilated, tortuous target lesion in the heavily calcified left circumflex artery, a 2.5x15 xience v crossed the lesion and was successfully implanted. The 3.0x12 nc trek was inserted into the patient anatomy to post dilate the stent. The nc trek was inflated to 18 atmospheres and ruptured with the first inflation. The entire device was completely removed from the patient anatomy. Another nc trek was used to post dilate the stent. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the rx trek catheter was not submerged in heparinized saline prior to use. It should be noted that the trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.